Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms the trial has fractured into two pieces. Both pieces were returned. The device shows significant signs of wear/ usage. This instrument was manufactured in 2014. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery the instrument broke while trailing. No delay, harm, or risk to patient. A backup device was used.